Manufacturer narrative:
Calibration signals were slightly below expectations. Qc was not run on the day of the event. Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per cobas e pack, and following each calibration." No issues were observed during a review of the alarm trace data. A slight dust accumulation was observed on the instrument surface. The sample draw volume was 4 ml. The sample draw volume should be 5 ml. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 0.0990 ng/ml. This result was not consistent with the patient¿s clinical diagnosis. The repeat result was 0.00709 ng/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).